Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Final analysis found that a partial lead was returned. An insulation degradation which breached the insulation at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.